Manufacturer narrative:
The impella cp was has not been returned. Therefore an investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient's urine was wine red and hemolysis was suspected. As a result, red blood cells were administered, amount unknown. Pcps were also rotating at a high flow rate, and the patient's general condition was poor. The physician stated that he was unable to determine if the adverse event was cause by impella. Lower limb ischemia was also noted for which a reverse sheeth was inserted to treat the limb. No further information was provided.